Event description:
It was reported the patient had experienced bradycardia with high settings that was resolved when settings were lowered. No additional or relevant information has been received to date.